Event description:
It was reported that the device was scratched. It was noticed during a procedure and the device had to be replaced with a non smith and nephew device. No significant delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scratched. A visual inspection was performed and showed the distal tip is scratched. This damage is caused by contact with another source. No manufacturing related defects were observed.